Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced tape not sticking leads to infusion set came off event on (B)(6) 2026. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.